Event description:
The pt, who was implanted with a male sling, was in retention for 2 1/2 weeks when a procedure was performed to possibly revise. An erosion was noticed and the mesh was removed with the bone screws left in place. Pt doing fine.